Event description:
It was reported that the patient developed discomfort and swelling in his scrotum and perineum during the past six months. He was prescribed antibiotics but did not improve. The patient could not use his artificial urinary sphincter (aus) pump due to the swelling, so he underwent a surgical procedure in which all components were explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although the visual examination of the device identified a tear in the pump and the cuff component, the damage is consistent with explant procedure. The remainder of the device analysis did not identify any abnormalities that could affect the functionality of the device. The reported allegations of swelling and discomfort were unable to be confirmed. The reported patient symptoms are a known risk associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified a tear in the pump shell, consistent with explant damage. Visual examination of the balloon did not identify any leaks. Visual examination of the cuff identified that the buttonhole was torn and there was a tar in the cuff shell, consistent with explant damage. Functional testing of the cuff and balloon showed the components performed within specifications. The pump was not functionally tested due to the leak observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms swelling and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient developed discomfort and swelling in his scrotum and perineum during the past six months. He was subscribed with antibiotics but did not improve. The patient could not use his artificial urinary sphincter (aus) pump due to the swelling, so he underwent a surgical procedure in which all components were explanted.